Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pocket infection and presented in clinic for follow up. The physician reported that the patient had been scrubbing the pocket area vigorously shortly after implant. The physician suspected that this scrubbing may have promoted the infection. The device system was explanted. The patient was stable and remained an inpatient to receive antibiotics and telemetry monitoring. It was discussed to implant a new pacer system on the opposite side once the infection clears.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.